Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Currently the aneurysm is 8cm. It was reported that the patient was admitted with abdominal pain and a CT revealed migration of the aneurx bifurcation (approx. 4cm distal) due to disease progression and neck dilatation. The physician performed an intervention were two endurant devices were added to address the migration and converted the device to an aui followed by a fem-fem bypass. A talent occluder was implanted on the other side. No clinical sequelae were reported and the patient is doing fine.

Event description:
Additional information was received as follows; it was reported that a type ia endoleak was also noted due to the migration; however, the endoleak was resolved after the intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)